Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. This report is being filed for patient 1. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, e3, g1, g2, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-oct-2020 to 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. The field service engineer reseated the bus cable and cleared the medication jam to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system drawers failed which caused a 15-mins delay in patient care. Customer stated that this incident happened for 2 different surgeries when the patient was on the table both times. They were unable to access the medications from the drawer. The first patient was sedated but required fentanyl medication. The second patient required propofol, fentanyl and a couple other medications to get sedated. There were no adverse events or injuries reported based on this incident. Related MFR report #: 2016493-2022-00181 (patient number 2).